Event description:
In 2009, the patient reported that yesterday, while he was changing the insulin cartridge of his infusion device, he noticed the piston rod was stuck and his device was making a grinding sound. He said he inserted a new battery but the piston rod would not move. He then hit his device against the table and the piston rod rewind fully. He continued to use his device but he began receiving e4 (occlusion) errors and had elevated blood glucose readings up to the 300's mg/dl with his normal range being in the 100's mg/dl. He felt no symptoms and treated his readings by injecting insulin. He switched to his backup device and his blood glucose returned to his normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.